Manufacturer narrative:
Insulin pump error 63 alarm confirmed in the insulin pump history due to broken trace. No pump error 4 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error motor arm cannot communicate with the main arm. Customer's blood glucose level was 9.2 mmol/l. Customer was able to clear the alarm and able to complete insulin pump rewind. Fill cannula was recorded in daily history. Customer was advised to perform self test and insulin pump had pump error hardware low level failures during self test and declined trouble shooting for self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.